Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. There was no reported impact to the customer's bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot.